Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, the device alarmed and the indicators on the front panel of the device went out. The user replaced the device to uhi-3 to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from complaint, omsc concluded that the pressure sensor on the main circuit board of the device was damaged. The manufacturer of the pressure sensor has concluded that the sensor's failure was attributed to a manufacturing process and the process was corrected.